Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.